Event description:
Philips received a complaint about the v60 ventilator indicating the display was blinking on and off. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the display starts bright and then becomes dim. The rse advised the customer of the latest service manual version. The customer¿s biomedical engineer (bme) stated that they replaced the display, but it did not resolve the problem. The rse advised the bme that the user interface (ui) printed circuit board assembly (pcba) controls the display inverter and provided the replacement part information and pricing. The rse reported that the customer replaced the ui pcba and resolved the device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.